Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the analyzer failed its incoming testing and it was noted that it had disturbed pins in the connector. It was to be sent on for failure analysis. Product ID: 2090w programmer. (B)(4).

Event description:
It was reported that the software analyzer originally returned as associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.